Event description:
Customers care taker reported via phone call that the insulin pump alarmed motor error. Customer stated that they do use the sensor feature and they were unable to complete the rewind sequence. Customer also mentioned having an additional error alarm at the same time. Customer's blood glucose reading at the time of the call was 249 mg/dl. Advised customer the device will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No alarms noted during testing. The insulin pump passed displacement test and basic occlusion test. Unable to prime during prime test due to moisture damage on force sensor. The insulin pump alarmed motor error while performing a 1kresistor test. The insulin pump was received stuck in the motor error loop during bolus /basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The motor was tested outside the insulin pump and passed. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.